Manufacturer narrative:
Follow up#1 ((B)(4) 2012) device evaluation:the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that his onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the patient by phone for additional information. This complaint was classified based on the recorded conversation the customer care advocate (cca) had with the patient. The patient reported that on (B)(6) 2012 at approximately 9am at the airport in chile he tested his blood glucose with the subject meter and obtained a reading of "113 mg/dl." The patient informed the cca that he ate 60 grams of carbohydrates and took 5 units of insulin based on his bg reading and carbohydrate intake. The patient claimed he had just arrived to chile for business. The patient claimed he checked in to his hotel at approximately 11:00am and believes he "passed out" at about 11:30am or so. The patient reported that a co-worker of his found him unconscious about 1pm that afternoon and was taken to the ER. The patient reported he was treated with IV glucose and regained consciousness. The patient was told that he also had a seizure. At the time of the ER visit, the patient stated they tested his blood glucose with an ER/hospital meter and obtained a reading of "60 mg/dl." He was then tested with the subject meter within a few minutes and obtained a result of "106 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or 30 mg/dl. At the time of troubleshooting, the patient informed the cca that he no longer had the vial of test strips he had obtained the alleged inaccurate reading with. Since the patient did not have the test strip vial available, it is not known if the test strips were in good condition and within their expiration date. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp after having taken and adjusted dose of insulin based on a reading obtained with the subject meter.